Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 109 mg/dl. The mother of the customer reported that the customer was hospitalized for vertigo. It was reported that the insulin pump of the customer was not delivering insulin. The mother of the customer reported that the customer was throwing up. The mother of the customer reported that they did not receive an alarm regarding the non-delivery of insulin. The insulin pump and reservoir of the insulin continued to indicate that the reservoir was full even after three days of insulin pump use. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.